Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that slink attempted to change sides. Patient and patient's grandson turned on programmer. The therapy was off. Grandson turned on therapy. The grandson stated there was not a side with a line underneath highlighted in white. The grandson could not change sides as he stated the device would not let him. Grandson increased stimulation. The patient could not feel any stimulation. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.